Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer was able to obtain an accurate fill estimate and resume insulin delivery.